Manufacturer narrative:
(B)(4). Concomitant medical devices: us157848, m2a-magnum pf cup 48odx42id, 549250; 103201, taperloc por fmrl 6.0x132, 340950; 139252, m2a-magnum 42-50mm tpr insrt-6, 760000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02730.

Event description:
It was reported patient underwent right hip revision approximately three years post implantation due to increased chrome ion levels. During the procedure, a large cystic lesion was noted in the subcutaneous tissue with continuous with origin from the posterior hip joint. Acetabular device was noted to be without bone ingrowth and fixed to the pelvis by fibrous tissue. Head and cup components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: swelling, pre-op labs negative for infection. Slight elevated chrome ion level ¿ no levels provided. Large cystic mass approximate size of tennis ball in subcutaneous tissue- chalky appearance, white-yellow paste like material ¿ all cystic lesion was excised, sent to lab/pathology ¿ no results. Acetabulum component was found without boney ingrowth, and was held by fibrous tissue. Necrotic debris found within the joint. New shell placed with bone screws, well-fixed stem noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.